Event description:
Description of event according to patient: (B)(6) 2022: the filter migrated. When they removed it, they had to reach way down into the bottom of the vena cava. It was just lying there. He was not aware of any other interventions but believed that there were some. Patient said that he has suffered cardiac arrest, stroke, neuropathy, renal failure, neurological failure and respiratory failure due to this. He said that he received 18 minutes of CPR. He also said that his right leg does not function and his right foot is floppy. He could not recall the year or month of the implant date, adverse events or explant date. He believes that the hospital for implant, treatment and explant was either one of two hospitals. He said both are in the (B)(6) area.